Event description:
The device was used during an unspecified procedure. Reportedly, the staples were missing. The surgeon applied another devcie to complete the procedure. The hosp has reported no pt injury occurred.